Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to low bg issues (value not reported). The customer was treated with glucose and was not hospitalized. The cause of the low bg could not be recalled. Although requested, additional information was not provided.